Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient faced leakage in tubing. The infusion set was used for four days. No further information was available..

Manufacturer narrative:
Patient city: (B)(6).